Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.5 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 30 degrees. Proximal aorta was 23-22 mm in diameter and 25 mm in length. Distal aorta was 20 mm in diameter. Right iliac artery was 15-16 mm in diameter and the left iliac artery was 14-22-17 mm in diameter. The right and left femoral arteries were 12 mm in diameter. The right iliac artery was mildly tortuous with 0% stenosis while the left iliac artery was moderately tortuous with 30% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 0%. It was reported that the devices were successfully implanted. Three months post index procedure the patient presented with severe pain in the right calf. An ultrasound revealed an occlusion in the peritoneal artery, possibly due to an embolism. A thrombolysis was performed to resolve the occlusion. The patient recovered eight days later. No direct evidence could be found that the embolism was caused by the stent graft. However, the physician commented the patient did not have embolisms before implantation of the stent graft. Due to this statement, the investigator determined that this event was related to the study device but not the study procedure. It was reported that seven months later the patient presented with severe pain in their calf. An ultrasound revealed an occlusion of the truncus tibiofibularis left. A thrombolysis was performed to resolve the occlusion. The patient recovered eight days later. No direct evidence could be found that the embolism was caused by the stent graft. However, the physician commented the patient did not have embolisms before implantation of the stent graft. Due to this statement, the investigator determined that this event was related to the study device but not the study procedure. No additional clinical sequelae were reported and the patient is fine. A review of returned films 1-month post-implant showed that the ipsilateral limb was placed on the right side. The bifurcate appeared well placed just below the renal arteries, and the limbs were not highly angulated within the iliac arteries. No stent graft thrombosis or kinks were observed. Several leg angiogram studies were also returned; no stent graft images were included with these studies. The cause of the embolism could not be determined from the review of these films.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (emboli), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that, the patient experienced a non-pulmonary embolism. The patient presented with pain in the left calve for 2 days. Maximum walking distance was (B)(6) meters. It was noted that there was no resting or night pain. The physician decided not to start thrombolysis. The patient did receive supervised exercise therapy. It was also noted that the patient came back to the outpatient clinic and their walking distance had improved to (B)(6) meters. The event was reportedly continuing.